Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 1010. Eval summary: after initial investigation by the field services, it was found the cable for the kramer composite amplifier that is being powered up by the aux power on the spi was melted. It is believed that somehow the power cable was shorted, however, the root cause is unk. It may have been related to the reported power surge caused a short, or the kramer amplifier box could have had an internal short which led to the melted cable. In this particular case. The unit will be shipped back in house for further eval. There is a potential for video loss during a procedure if this malfunction would recur. This specific malfunction was identified prior to use, and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends.

Event description:
(B)(4). It was reported that a switch point infinity 1 had stopped functioning after a power surge. In addition, the account noticed a burnt wire on the unit. There was no reported pt involvement, and no reported adverse consequences.